Event description:
Over a two week period at least five vented spike adapters broke or cracked at the clear rubber tube portion while magnesium sulfate was being administered to woman in labor and delivary. The breaks occurred wither while the spike was being inserted into the buretrol or while the solution was hanging.